Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk.

Event description:
It was reported that the insulin pump alarmed during the prime/rewind process. The current blood glucose reading is 400 mg/dl. Advised customer that the insulin pump will be replaced. Nothing further reported.